Event description:
It was reported to philips that the flexvision computer was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the flexvision computer was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flex viewing pc was not powering on. To resolve the issue, the fse replaced the flexviewing pc, and reloaded software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.